Manufacturer narrative:
(B)(4). G2: foreign: country: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tip of rasp fractured and was suspected to be a retained foreign body in the patient. There was no reported adverse patient impact, and no surgical intervention to remove the foreign body. The patient was not symptomatic. There was no surgical delay. Surgical technique for the product was utilized. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d9;g3;h2;h3;h6. The following section was corrected: d1. H6: component code: mechanical (g04) rasp. Visual examination of the returned product identified that the rasp cutting teeth were dull and worn. The flat surface around the etch also showed wear from previous uses. The distal tip was confirmed fractured. The fractured piece(s) were not returned for evaluation. No other damage was noted. The device history records were reviewed for deviations, anomalies and similar events. Tips of the rasps breaking were found in the device history review; however, the investigation determined that those devices met product specifications. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.